Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specification. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specification. Then, the irrigation and deflection tests were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device 30243513l number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6)-year-old, female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped. A transthoracic echocardiogram (tte) was performed to rule out a pericardial effusion, however, it was found that there was some blood accumulation in the pericardial space. It was later confirmed on the transesophageal echocardiogram (tte) as a cardiac tamponade. The procedure was abandoned and pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardial space. The patient was transferred to the intensive care unit (ICU) for monitoring to confirm stable hemodynamic status and ensure that there was no further pericardial accumulation. The patient was hospitalized for four days and has fully recovered. The physician¿s opinion on the causality of the adverse event is that he was unsure on the cause or location of the tamponade but suspected it may have been caused by a 6 second lesion with a high contact force of 20 to 53g (mean contact force of 30g). He doesn¿t believe that there was fault with the catheter used, or its physical characteristics/design, or patient condition related, but likely procedure related from the catheter maneuverability with excessive force. No errors were observed on biosense webster, inc. Equipment used during the procedure. Transseptal puncture was performed with an abbott medical brk or brk1 transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within standard values 8 ml/s below 30 watts and 15 ml/s above 31 watts. The force visualization features that were used during the procedure were the dashboard, graph, vector and visitag. Standard ablation index visitag settings used were: stability 2.5 mm ¿ 3 sec, force 25% of the time over 3 g. The color options that were used was ablation index 450 anterior and 350 posterior, however, the majority of the lesions were stopped before the set target. On october 23, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, there was no visual damage or anomalies that were observed.